Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n282429, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient could not get the patient programmer (pp) or implantable neurostimulator recharger (insr) to communicate with the implant. The patient had been trying for the last hour and they kept getting the reposition antenna screen and poor communication screen on the pp. The patient wanted a manufacturing representative (rep) to check the implant. She also noticed a sharp pain like shocking in the implant site area and she was not sure if the leads came loose. She was not feeling stimulation right now. The last time she felt stimulation was a week ago and the last time it was charged was two weeks ago. The patient had an appointment with her healthcare provider (hcp) on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.